Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer requested a pump replacement due to repeated loss of communication between the transmitter and pump, believing the pump to be the cause of the issue. The event involved product(s) mmt-1884,mmt-7841zn,mmt-7040b. The customer reported no adverse event. The customer was instructed to discontinue pump use, revert to a backup plan as per healthcare provider (hcp) instructions, and place the pump in storage mode after discontinuation. No damage was found on the connector bridge or transmitter pins.the customer acknowledged and understood the product replacement/return policy. No harm requiring medical intervention was reported. No product return is required. For mmt-1884,mmt-7841zn,mmt-7040b. .